Manufacturer narrative:
Additional information provided indicated the product would not be available for evaluation. Therefore, the following section was updated:

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a wrist plating procedure on (B)(6) 2014. During the procedure, the surgeon was only able to get one of the screws to lock with the plate. Another plate was utilized to complete the procedure.